Manufacturer narrative:
Pr (B)(4) follow up report for correction and device evaluation. The event/product problem was incorrect in the initial MDR. Correct event/product problem is silicone visible. One sample was provided to our quality team for investigation. Upon sample assessment, strings of excessive silicone were observed on the roof of the barrel while the plunger was pulled downwards. The condition observed is non-conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see silicone quantity guideline attached. Potential root cause for the excessive silicone defect is associated with the assembly process. These conditions are occurring below their expected frequency so, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3200408. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings revealed that the foreign matter reported was actually silicone visible.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309657, batch# 3200408. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Writer observed a scant amount of clear thick fluid in 3 ml syringe when pulling plunger. Fluid extended from the hub end of the syringe to the black surface on the plunger. Writer observed same fluid multiple times when would insert plunger completely and withdraw plunger. Manufacturer code/model: 309657. Serial or lot number: (B)(6).